Event description:
It was reported that the event occurred while in the cardiac vascular care center (cvcc) where the pt expired. An email was received from the field service rep (fsr) to the sales rep stating that the hospital biomed had called yesterday and they had a pump in the shop that was giving a loud noise when it was turned on. The fsr had the biomed troubleshoot it and thinks that it is the pump assembly. The biomed stated the pump also gave a ¿system error 3¿ alarm while troubleshooting. The fsr sent the biomed a pump assembly as they have the ltw parts until next year. The pt was not harmed, but was in bad shape prior to the incident. The sales rep called the unit manager at the hospital after receiving the fsr email. The unit manager stated that the pt was not doing very well at all and the decision was made to begin intra-aortic balloon pump (iabp) therapy. The md, while in the operating room, inserted the intra-aortic balloon (iab) via the femoral with no issues. They did not expect the pt to survive even after the iab was inserted. When they brought the pt back to the unit, they first received a helium alarm message and then the pump made a very loud noise. As a result, they made a successful switch of the iabp. The delay or interruption in therapy was less than one minute long since they had another iabp in the closet in the unit and the switch was immediate and did not contribute to the pt¿s condition or cause harm. No medical/surgical intervention was required. Complications were noted as unrelated to the iabp performance. There was no report of pt injury. The unit mgr stated the pt was on ¿every kind of drip and maximum doses of everything.¿ the second pump did not have any issues at all; however, the pt did expire with the iab still in place. The md who was present at the time stated that the iabp did not cause or contribute to the pt¿s death and the event was unrelated to the iabp performance. Add¿l info received on (B)(4) 2012 per field service report: symptom: pump began making a low shutter noise while on a pt. Unit was removed from pt quickly. Finding/action taken: the fsr had the biomed troubleshoot the pump. The biomed said it was the pump assembly. The fsr sent the biomed one and the pump had the same problem. The fsr sent the biomed an ims driver and that resolved the problem. Software level 2.24. The pump is back in service.